Event description:
Before surgery, black stain was observed inside of reamer shaft. They were returned to our distribution center and re-washed carefully, but the state did not change.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.this device is not distributed in the us, but a similar device is.

Manufacturer narrative:
Evaluation summary: the reported issue was confirmed. The evaluation revealed both im reamers to be primary products. A review of the DHR was not possible because the manufacturing and inspection documents are not listed in the digital archive; the documents are too old. As the devices had been in use for a minimum of 8 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. The black particles within the reamer shafts were identified as body residues containing hemoglobin (blood). Both returned reamers are visually identified as old design version; both are already phased out since 2006. The reamers were replaced by the bixcut system. Body residues are also known from the bixcut system. According to the IFU and cleaning instruction guide special care is needed to clean instruments with cannulations (i.e. Manually cleaning with bottle brushes). Without sufficient cleaning these residues get incrusted during sterilization. Therefore additional care during cleaning is necessary for the reamers. Incrusted residues were evaluated by a medical expert. Excerpt: conclusion: the difficulties and special efforts in cleaning flexible reamers are well known. In the case presented the items had not been sufficiently cleaned by the user prior to sterilization which caused definite damage (incrustation). Clinical application of such contaminated reamer shafts would not lead to harm clinically.¿ based on the investigation result the case is attributed to an insufficient cleaning by the user. No non-conformity identified.

Event description:
Before surgery, black stain was observed inside of reamer shaft. They were returned to our distribution center and re-washed carefully, but the state did not change.